Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the calibration code was incorrect on the onetouch ultramini meter. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The pt said the issue started on (B) (6) at 3 pm. She said that due to the issue she had more food/drink. The pt said she started feeling nauseous, clammy, was shaking, and had a high heartbeat 2 days after the product issue started. She denied receiving any treatment for the symptoms and says she takes metformin for her diabetes. According to the troubleshooting performed with customer service, the issue was resolved. Although details of the pt's management of diabetes around the time of the issue are unk, this complaint is being reported because the pt alleged the calibration code was set incorrectly on her meter and subsequently suffered symptoms that may be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.